Manufacturer narrative:
Of the 4 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a keypad button contact defect. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 4</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio bolus issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-35 years of age and was (B)(6) pounds. Of the reported patients, 3 were male and 1 was female.